Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No device or medical records received. Device history record (DHR) was reviewed and no discrepancies were found. Per the nexgen cr, ps, cra, lps and lcck package insert, infection is a known potential adverse effect of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision due to infection approximately 20 days after initial surgery.